Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Over the past year the user has noticed changes to the sound quality with the device. Reportedly, she notices more change and decline in understanding when opening her mouth wide and pulling upwards on her pinna.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Over the past year the user has noticed changes to the sound quality with the device. Reportedly, she notices more change and decline in understanding when opening her mouth wide and pulling upwards on her pinna. The user has been re-implanted.